Event description:
It was reported that a flogard infusion pump constantly alarmed for a downstream occlusion. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and an alarm log review confirmed a downstream occlusion alarm. The cause of the alarm was found to be an out of calibration safety clamp. The safety clamp was calibrated. The pump passed all tests and was returned to the customer in working order.